Event description:
It was reported to philips that the system shut down unexpectedly, which could indicate an issue with booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.